Event description:
It was noted a pericardial effusion (pe), cardiac tamponade, and cardiac perforation occurred. During a left atrial appendage (laa) closure procedure, pre-procedural imaging confirmed there was no pre-existing pe. After the femoral vein access, the transseptal puncture (tsp) was completed using intracardiac echocardiography (ice) imaging in an inferior/mid trajectory through the septum. Using transesophageal echocardiography (tee) imaging, the watchman access sheath (was) was advanced into the left atrium followed by a non-boston scientific pigtail catheter to access the laa and perform a laa appendogram under fluoroscopy. A 31mm watchman flx pro delivery system and closure device (wds) was advanced and the alignment of the marker bands occurred quickly. Upon deployment of the closure device, the device remained pinched just distal to the marker bands. Tee and fluoroscopy confirmed a developing pe. The deployed closure device remained attached to the core wire while the physician gained access to the pericardium. An initial 2.3cm measurement of the pe at the right ventricle was acquired. Patient became hypotensive upon pericardial access due to the cardiac tamponade. Intravenous fluids and a series of emergency medications were given. Once the pericardium was assessed, protamine was given, and the closure device was implanted without confirming release criteria. The was was pulled across the septum into the right atrium. The pe quickly reaccumulated after every aspiration as confirmed by tee and ice. The pe fluid was bright red, and three (3) liters were withdrawn as blood was being transfused into a venous sheath in the left groin. No pulse was noted, and cardiac pulmonary resuscitation (CPR) was initiated. The patient never regained a blood pressure and died. The closure device was still noted to be positioned in the ostium of the laa post CPR. In the physician's opinion, the watchman closure device may have perforated the distal laa during deployment as the pe was observed immediately.

Event description:
It was noted a pericardial effusion (pe), cardiac tamponade, and cardiac perforation occurred. During a left atrial appendage (laa) closure procedure, pre-procedural imaging confirmed there was no pre-existing pe. After the femoral vein access, the transseptal puncture (tsp) was completed using intracardiac echocardiography (ice) imaging in an inferior/mid trajectory through the septum. Using transesophageal echocardiography (tee) imaging, the watchman access sheath (was) was advanced into the left atrium followed by a non-boston scientific pigtail catheter to access the laa and perform a laa appendogram under fluoroscopy. A 31mm watchman flx pro delivery system and closure device (wds) was advanced and the alignment of the marker bands occurred quickly. Upon deployment of the closure device, the device remained pinched just distal to the marker bands. Tee and fluoroscopy confirmed a developing pe. The deployed closure device remained attached to the core wire while the physician gained access to the pericardium. An initial 2.3cm measurement of the pe at the right ventricle was acquired. Patient became hypotensive upon pericardial access due to the cardiac tamponade. Intravenous fluids and a series of emergency medications were given. Once the pericardium was assessed, protamine was given, and the closure device was implanted without confirming release criteria. The was was pulled across the septum into the right atrium. The pe quickly reaccumulated after every aspiration as confirmed by tee and ice. The pe fluid was bright red, and three (3) liters were withdrawn as blood was being transfused into a venous sheath in the left groin. No pulse was noted, and cardiac pulmonary resuscitation (CPR) was initiated. The patient never regained a blood pressure and died. The closure device was still noted to be positioned in the ostium of the laa post CPR. In the physician's opinion, the watchman closure device may have perforated the distal laa during deployment as the pe was observed immediately.

Manufacturer narrative:
Media from the clinical procedure was provided to bsc and reviewed by members of the bsc training team, medical safety, and clinical specialists. The media review concluded: delivery sheath was inadvertently too deep within the appendage, causing the implant to puncture the laa upon deployment. (Pinched section of implant is in the pericardium.) Media indicates use error contributed to complaint.

Manufacturer narrative:
B5: information added. H6 patient code added: cardiac arrest.

Event description:
It was noted a pericardial effusion (pe), cardiac tamponade, and cardiac perforation occurred. During a left atrial appendage (laa) closure procedure, pre-procedural imaging confirmed there was no pre-existing pe. After the femoral vein access, the transseptal puncture (tsp) was completed using intracardiac echocardiography (ice) imaging in an inferior/mid trajectory through the septum. Using transesophageal echocardiography (tee) imaging, the watchman access sheath (was) was advanced into the left atrium followed by a non-boston scientific pigtail catheter to access the laa and perform a laa appendogram under fluoroscopy. A 31mm watchman flx pro delivery system and closure device (wds) was advanced and the alignment of the marker bands occurred quickly. Upon deployment of the closure device, the device remained pinched just distal to the marker bands. Tee and fluoroscopy confirmed a developing pe. The deployed closure device remained attached to the core wire while the physician gained access to the pericardium. An initial 2.3cm measurement of the pe at the right ventricle was acquired. Patient became hypotensive upon pericardial access due to the cardiac tamponade. Intravenous fluids and a series of emergency medications were given. Once the pericardium was assessed, protamine was given, and the closure device was implanted without confirming release criteria. The was pulled across the septum into the right atrium. The pe quickly reaccumulated after every aspiration as confirmed by tee and ice. The pe fluid was bright red, and three (3) liters were withdrawn as blood was being transfused into a venous sheath in the left groin. No pulse was noted, and cardiac pulmonary resuscitation (CPR) was initiated. The patient never regained a blood pressure and died. The closure device was still noted to be positioned in the ostium of the laa post CPR. In the physician's opinion, the watchman closure device may have perforated the distal laa during deployment as the pe was observed immediately. It was further reported that the patient also experienced cardiac arrest during the reported events that led to the death.